Event description:
The middle arm of the 3-way stopcock contains a slick, silicone like film that prevents any attachment from securely staying in place. Sterility is also a concern as the substance is not normally found in the stopcock mechanism.